Event description:
Fracture reported. Lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; proximal segment returned. Correction: redaction of FDA report number (B)(4). A supplemental correction report is being submitted to indicate the event for the referenced FDA report number was inadvertently submitted under the medical device reporting regulations. Information added in 2012, was not new, and the event occurred in 2004. The information was not initially reported per the reporting criteria in place in 2004. This type of malfunction has been captured in a retrospective review involving still in use product.

Manufacturer narrative:
This report is based in part on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; proximal segment returned.

Event description:
An atrial lead fracture was reported. The lead subsequently tested out of specification during manufacturer's analysis. Further information was received reporting that at a regular follow-up visit, a pacing failure was confirmed. Ventricular lead impedance was high, there was no capture, and thresholds could not be measured. A ventricular lead fracture was suspected. The patient was asymptomatic because of having an intrinsic rate of 55 bpm (beats per minute). It was further noted that the programming of the ipg (implantable pulse generator) was changed to vvir, since the atrial lead fracture had occurred previously. The doctor described the cause of the fracture as stress by exercise and body growth. An x-ray was to be obtained for re-examination of the site and cause of the fracture, with the results provided to the medical institution. No patient complications were reported as a result of this event.

Event description:
An atrial lead fracture was reported. The lead subsequently tested out of specification during manufacturer's analysis.